Manufacturer narrative:
Retained samples of the same lot have been inspected electrically and mechanically. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. The initial report stated " there are no electrodes available for return." Based on the provided information it is unclear if the skin injury had to be treated, if the application site was correctly selected according to the IFU, where the surgical area was located and how the procedure was performed (duration, activation cycle). In any case, the IFU states "remove hair from the chosen skin area and clean it carefully (...) Be aware that failure to remove hair may lead to skin burns." According to the information provided the user did not follow this instruction. We will provide further conclusions in a follow up report, as soon as we receive further clarification from the complainant.

Event description:
On (B)(6) 2018 a patient was injured during a radiofrequency ablation procedure at (B)(6) - USA. A monitoring dispersive electrode (model rs271a30) and an unknown generator were used. The initial report stated "the patient was hairy and the grounding pad site was not prepared prior to the procedure. The pad was removed and blistering was noted. The patient is in stable condition." In a later communication, the complainant stated "the grounding pad was placed on lower left flank. The pad was removed and some skin discoloration was noted. The patient was seen on two different occasions (B)(6) 2018 to follow up. On (B)(6) 2018 patient was examined and lesion is healing no signs of infection. There are no electrodes available for return." No further information had been made available on the patient, the procedure, the activation cycles and how the injury was treated.

Manufacturer narrative:
Retained samples of the same lot have been inspected electrically and mechanically. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. The initial report stated " there are no electrodes available for return." The user has deviated from the IFU. The IFU states "remove hair from the chosen skin area and clean it carefully (...) Be aware that failure to remove hair may lead to skin burns." The initial reporter described the skin as hairy. He also stated that the patient had not been shaven when the skin was prepared for electrode placement. We have insufficient information whether this failure to follow instrructions has contributed to the incident. In a completed questionnaire we have received after filing our initial report, the complainant states that no medical intervention was necessary to treat the injury. We conclude the incident is not reportable.

Event description:
On (B)(6)2018 a patient was injured during a radiofrequency ablation procedure. A 9 minutes low back pain surgery (decrease pain) was performed at nevada comprehensive pain center,(B)(4). A monitoring dispersive electrode (model rs271a30) and a neurotherm nt200ix generator were used. The patient was described as overweight and the skin as "normal, hairy" the patient was lying in the prone position and not repositioned. The dispersive electrode was placed on the left hip. It was reported that the the electrode was adhering well to the patient skin. The patient skin was cleaned with chloraprep, not shaven, not desinfected, and no ointment had been used. The generator output was described as "90c". The generator output was not raised during surgery. After the procedure the injury was detected underneath the "hydrogel contact area" and described as "warm to touch, discoloration". The size was described "1cm x 1,5cm x 0,2cm". No intervention was necessary to treat the injury. It was stated "no. Advice to keep wound dry and clean".